Event description:
A customer reported a power source alert 01 indicating that their pump battery would not charge. The customer's blood glucose level remained stable at 17 mmol/l, which did not exceed harmful levels. As a resolution, technical support decided to replace the pump. The customer was informed about using multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support provided instructions for returning the faulty pump and confirmed that the customer understood and acknowledged these instructions.